Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2023. The patient was placed on an anticoagulant regimen. Post index procedure on (B)(6) 2024, a device related thrombus was discovered on transesophageal echocardiogram (tee) imaging necessitating a medication intervention. 52 days later the patient returned for a follow up tee and the thrombus resolved. The patient will remain on triple antiplatelet therapy until (B)(6) 2024, then dual antiplatelet therapy (dapt) for an additional three (3) months, and then aspirin for life. No further patient complications were reported.